Event description:
The customer reported a false negative reaction with capture-r ready screen (crrs) 3 on echo, using capture-r indicator cells (crric). A patient sample tested negative, but when repeated in diamed, a positive reaction (3+) was observed.

Manufacturer narrative:
The product expired, and no serological testing could be performed. The expected results were generated with repeat testing. Mishandling or neutralization of the vial of indicator cells cannot be rule out as contributing to the event. The customer did not return product or sample for investigation testing.